Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned, analyzed, and there was a mechanical failure of wire/slide. Analysis of the ep (electrophysiology) catheter indicated mechanical damage, analysis of the ep (electrophysiology) catheter indicated the shaft was bent, visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the procedure, a wire fracture was suspected because the curve to the side of the catheter did not move. The detail was not available before or after positioning in the body. No patient complications have been reported as a result of this event.